Event description:
The pt was injected with hydrelle in the lips on (B)(6) 2009. On (B)(6) 2010, the pt had initial swelling but that resolved in 48 hours. Then about in upper left lip started swelling around (B)(6) and turned into hard painful nodules over a couple of days. Lips continued to swell into lower right lip and more nodules formed. Pt taking 800mg of ibuprofen 3x per day on her own. It did not subside on its own. Pt started taking antibiotics on her own; cephalexin 250mg 4x per day for 4 days. Three days into antibiotics upper left lip came to a head and she drained it herself. Two or three days after she repeated the aspiration in the nodule on her lower lip she went to see a doctor after aspirating 2 nodules and he put her on cephalexin 500mg for 10 days; 4x per day. Then she aspirated another nodule in her upper right lip. Around (B)(6) she had another nodule, but it had not come to a head and appeared to be subsiding in middle bottom lip. No issues in nasolabial folds. She is not taking any medication at this point. No known allergies.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.